Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that the no delivery alarm had been resolved by a complete infusion set, reservoir and insulin change. The blood glucose reading was 300 mg/dl. The customer's husband, however, reported that the customer had gone through the transportation security administration and the insulin pump had been tampered with. He stated that the settings were messed up, and now the basal rates were inaccurate. The customer treated high blood glucose with manual injections and insulin via the insulin pump. No bent infusion set cannula was found. The most recent blood glucose reading was 212 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.